Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The electrode array couldn_t be completely inserted in the cochlea during the first surgery. At the surgery to re-insert the electrode, it was noticed that the electrode lead was cut from the electrode array. No trauma has been reported. The patient did not benefit with the device.

Manufacturer narrative:
According to the received information, a full insertion of the active electrode could not be achieved during initial implantation surgery. During a revision surgery to re-insert the active electrode was damaged inadvertently. The device was explanted but has not been received for investigation yet.

Event description:
The electrode array couldn_t be completely inserted in the cochlea during implantation surgery due to unexpected ossification; the recipient did not have any benefit. During the surgery to re-insert the electrode, it was noticed that the electrode lead was damaged. No trauma has been reported.